Manufacturer narrative:
No sample has been returned for evaluation for the report of trocar coming out; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The root cause for the customer complaint issue could not be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that about once a week, when the surgeon removes an instrument from the trocar, the trocar comes out of the eye, during the vitreo-retinal procedures. The surgeon reinserts the trocar and the procedures were completed. There was no harm to the patients. The product samples were not kept. Additional information was requested; however, none has been received to date. This is one of two reports from this facility.